Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician was unsatisfied with the qrs duration following the initial placement of the left bundle branch (lbb) lead. Upon repositioning attempt, the helix of the lbb lead was retracted, and lead tension was felt during withdrawal. X-ray confirmed that the helix was damaged. The lbb lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.